Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, intracapsular silicon diffusion, and capsular contracture (baker grade I). Breast shape and suppleness are normal, no folds, no waves, no rotation. Device has been explanted.